Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for lipout with the incident lot was observed. Additionally, evaluation of the customer samples was performed and lipout was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the tube was deformed with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: the gate of the tube was deformed.